Event description:
The customer reported to olympus that before an unspecified diagnostic procedure during preparation for use, the light source had a spare lamp that came on. There was no report of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the spare lamp came on. The customer mentioned that they are using the bbc lightning lamp for the clv-190. Tac was then connected with the user facility for trouble shooting. The customer was informed to purchase an olympus brand maj-1817. The customer then replaced the bulb with an olympus brand bulb and the issue did not occur since then. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred because replacement timing of the bulb was approaching. Olympus will continue to monitor field performance for this device.